Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction. User had inaccurate reference.

Event description:
Consumer complaint of about high blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 98-122mg/dl fasting. Verified the strips expire 03/31/2018. Customer confirms the strips are stored properly and were first opened the week of (B)(6). Customer performed back to back blood test, 174mg/dl and 177mg/dl fasting. Reviewed meter memory: 222mg/dl, (B)(6) 2015, 09:00:00 pm, fasting: yes; 173mg/dl, (B)(6) 2015, 04:00:00 pm, fasting: yes; 193mg/dl, (B)(6) 2015, 09:00:00 pm, fasting: yes; 157mg/dl, (B)(6) 2015, 04:00:00 pm, fasting: yes; 175mg/dl, (B)(6) 2015, 09:00:00 pm, fasting: yes. Customer was most concerned by the reading of 222mg/dl on (B)(6) 2015. No adverse event reported.